Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07817; 2938836-2020-07818. It was reported that when the patient presented for follow up visit after one month of implant, the pocket was found to be infected. The physician gave some conservative treatment which did not improve the condition. The complete system was explanted and replaced due to pocket infection. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.